Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a suspected infection and redness at the ipg site. As a result, the patient was administered oral antibiotics to address the issue.